Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl range, cause was unknown. Reportedly, the customer required assistance from contacts to address bg level with nasal spray. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. A pump log review was completed for the low blood glucose (bg) allegation. Based on the log review, the low bg issue was not verified.